Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with motor errors and no delivery alarms. The customer would bolus and get a motor error and no delivery. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. It was noted that the insulin pump contained more than one motor error within a 30-day period. The customer stated the no delivery event was resolved by changing the complete infusion and reservoir set. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.